Event description:
It was reported that a cadd cleo infusion set was associated with a bent cannula, resulting in a line blocked alarm shortly after cassette and infusion site changes. There was patient involvement, and no patient injury was reported.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.